Event description:
Related manufacturer reference numbers: 2017865-2024-61712. It was reported that the patient presented in clinic for right atrial (ra) lead replacement. It was noted that the ra lead exhibited noise over-sensing. During procedure, it was found that both right ventricular (rv) and right atrial (ra) had insulation breach. Both leads were explanted and replaced. Patient condition was stable.